Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained the fire department's AED to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the device performed to specification. Review of the acticity logs show evidence upon power up the user was in pads view, received a pads off message, and switched to lead ii to clear the message. Further review of the activity log suggest the user did not switch back to pads view; therefore unable to view the acquired ECG signal in pads view during trouble shooting. It's important to note electrodes were not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.